Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3/5, patient connected. Home patient (hp) had se 2240 prior to se 2367. The technical service representative (tsr) explained both alarms. Hp states a bag fell and became disconnected so he just reconnected a new bag to the line. Tsr advised cannot reconnect a bag and had hp close all clamps and cycle power to clear, then advised the hp to discard supplies and either start over with new supplies or finish with manuals. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported. Product surveillance attempted to contact the nurse on (B)(6) 2010 regarding the reported problem. Another nurse answered and said that the one nurse was not in at the moment but that she could help. The nurse stated that the patient came into the clinic yesterday and informed them about the alarm and that baxter had called to follow-up. The nurse said that the patient was moving the table with the hc and everything on it and that as they were moving it one of the big 5l bags fell off and disconnected. The patient did not remember the product information of which bag fell specifically. The patient had been unable to find anything wrong with the supplies that would have caused this disconnection. The nurses believe it was the sheer weight of the bag that fell that caused the separation. The nurse reported that they did not give the patient any antibiotics as a preventative measure. The patient discarded all of the supplies and started over with new ones as instructed by the tsr. The nurses went over the fact that the hc and supplies should be moved prior to a therapy when not disconnected.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. Hp states a bag fell and became disconnected so he just reconnected a new bag to the line. The nurse said that the patient was moving the table with the hc and everything on it and that as they were moving it one of the big 5l bags fell off and disconnected. The nurses believe it was the sheer weight of the bag that fell that caused the separation. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).